Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1,157 mg/dl, bruising, and a high ketone level identified as dangerous by healthcare professional. Additionally, customer experienced a loss of consciousness, resulting in a coma. The cause of elevated bg was unknown; however, customer suspected the issue was related to the non-tandem infusion set. The customer attempted to change the infusion set to resolve the issue, however, customer lost consciousness shortly after and was unable to verify if the infusion set was the cause. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment for bg issue; however, customer was placed on a ventilator. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved. Customer reportedly sustained possible brain damage; however, customer was unable to confirm. Additionally customer had to relearn basic life skills after awaking from coma. Reportedly, customer continued to use the pump for insulin therapy.